Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in japan reported a vitrectomy cutter did not cut. It was replaced with another one. No patient injury reported.

Manufacturer narrative:
Evaluation completed. One opened bl5626 pouch from lot v5805 was returned with the cutter inside. The expiration date on the label is 2017-04. The tip protector was not returned. The needle was bent/curved. The port window was in the opened position. There was dried solution visible in the tubing. The back cap not centered with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and not always reaching the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance due to friction between the inner and out needle assemblies. The cause of the bent needle cannot be determined.